Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was not performed because the user claimed missing component, however the component mentioned is not part of product.

Event description:
It was reported that the transparent inner cannula was missing from the package. The tracheostomy tube was unusable. No patient injury was reported. No other information has been provided for this complaint.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Based on bill of material and work instruction finish good product, the product should not contain inner cannula. This product contains only tracheostomy tube, patient label and tracheostomy tape.